Manufacturer narrative:
(B)(4). Unit received with a35 alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm and low battery alarm due to a35 alarms.

Event description:
Information received by medtronic indicated that the motor error and was getting a low battery alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Insulin pump alarm history contains more than one motor error alarm within the last 30 days. Customer reports the drive support cap appears normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.